Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 3 was showing duplicate address. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had duplicate address noticed. A field service engineer (fse) had picked up the full height drawer from the depot and arrived on site, where they found the drawer with multiple duplicate addresses. Per the customer complaint, the drawer had experienced multiple duplicate address failures over the past three months. Fse replaced the fh legacy drawer with an enhanced drawer, configured the storage space to resolve the issue, and the customer reloaded the medication. The system functioned as intended after the field service engineer repaired the device.